Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, multiple call service alarms were observed in the device's history, but there was no evidence of a power interruption. The pump passed a 24 hour duration test and was able to prime with no issue.

Event description:
On (B)(6) 2014, the distributor contacted animas stating that there was a power issue with the pump. No further information was provided. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas at the time of this report, but evaluation has not been completed. A supplemental report will be filed when investigation has concluded regarding this device. No conclusions can be made at this time. (B)(6).